Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, discomfort during the approximately two-week adaptation period, citing inconvenience due to light blurring. Due to severe complaints the patient underwent an exchange procedure at another hospital.

Manufacturer narrative:
The product was returned for analysis.iol returned in three segments inside specimen container. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is scratched/marked-rejectable. The optic is torn/split-cut dividing the iol in two. No other observations. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).